Event description:
A malfunction alarm identified as malf 9 was reported by the customer, and no adverse impact on the customer's blood glucose level was noted. Technical support provided the customer with information on how to reset the pump and assisted in the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reappeared. The customer acknowledged and understood these instructions.